Manufacturer narrative:
The device was returned. The device was fractured in a manner consistent with shear failure from off-axis forces or improper seating during torquing. The manufacturing records were reviewed and the device was likely conforming when it left zimmer biomet control.

Event description:
It was reported that during the procedure the tip of the screw inserter broke off. The case was completed using an alternative inserter. There were no reported patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure the tip of the screw inserter broke off. The case was completed using an alternate inserter. There were no reported patient impacts.